Event description:
The pt's parents reported the child no longer responded to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to mrf's specification. Explantation/reimplantation surgery took place on 06/01/1998.